Event description:
Caller states the pt tested 2.2 inr on coaguchek system 1 and 1.6 inr on coaguchek system 2 during duplicate testing. Coumadin was adjusted due to device results, however, no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Ref medwatch with pt suspect device in coaguchek sys 2.